Manufacturer narrative:
Approximate age of device: 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due to gastrointestinal (gi) bleeding and multi-organ failure on (B)(6) 2019. Patient liver function was altered pre-implant. Post-implant the patient showed distention of the abdomen and melena. An endoscopy was performed prior to expiration and suggested an ulcer in the fundus. The patient was treated with fresh frozen plasma (ffp) and packed red blood cells (prbc) but ultimately expired. No further information was provided.

Manufacturer narrative:
A direct correlation between the patient¿s expiration and (B)(4) could not be conclusively determined through this evaluation. The heartmate ii lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also contains information regarding recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.